Event description:
Additional information received from the company representative reported that that the catheter was no longer in the intrathecal space so a new spinal segment was placed.

Manufacturer narrative:
Continuation of d10: product ID 8598a. Serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a; serial# (B)(6): implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6) 2024, ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that a catheter revision of the spinal segment occurred due to not getting medication relief. The patient experienced reduced effects of pain medication. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. It was noted the patient was under anesthesia and the provider discarded the product. The issue was resolved at the time of this report.